Manufacturer narrative:
Product code and common device name have been corrected. It was also identified that the user was trying to engage steer on the stretcher from the head of bed and was directly in front of the pedal, not in an ergonomic stance. Feedback was provided to the customer on how to best engage steer with an ergonomic stance. No defects were alleged. The issue was resolved for the account been confirming that no further action is required at this time as the unit is currently in use and no further issues have been identified.

Event description:
It was reported that the brakes were difficult to engage/disengage, which lead to the user experiencing a lower back injury. It was further reported that the user is now on (B)(6) . No patient involvement and no adverse consequence or clinically relevant delay in treatment for the patient was reported.

Event description:
It was reported that the brakes were difficult to engage/disengage, which lead to the user experiencing a lower back injury. It was further reported that the user is now on (B)(6) . No patient involvement and no adverse consequence or clinically relevant delay in treatment for the patient was reported.